Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 272, 279, 239, 253, 244 and 228 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-130 mg/dl; expected fasting blood glucose test result range 2- 3 hours post meal is 130-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 14-jan-2021: h6: updated FDA's method, result, and conclusion codes: d10/h3: product returned for evaluation. Product testing was performed with both meter and strips. No defect found. Mlc-020 added.